Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the lead on the distal tip was slightly bent. The physician rotated the lead and the rotation confirmed that the distal tip was bent. The physician did not implant the lead because he thought the bend could make it difficult to center the target of the stimulation. He used another lead.